Event description:
Related manufacturer reference number: 2017865-2021-39794, related manufacturer reference number: 2017865-2022-01348, related manufacturer reference number: 2017865-2022-01349. The patient is deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.